Manufacturer narrative:
Additional information: e1, g3, h2, h3, h11. The healthcare professional's name is dr. (B)(6).

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-df) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, a crack / fracture was noted as the tip of the catheter. The ablation catheter was inserted and then removed. Prior to reinserting it, a crack was noted at the tip of the catheter. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter was kinked proximal to the distal tip, however the inner components of the device were not exposed. Communication with field indicated shaping of the catheter had been performed. The tacticath se instructions for use (IFU) warns " excessive bending or kinking of the catheter may cause damage to the catheter. Manual pre-bending of the distal curve can impact catheter performance and irrigation flow, and may cause patient injury.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported damage is consistent with shaping of the device. No breach in the catheter shaft was noted and the inner components of the device were not exposed.